Event description:
Was admitted for an outpatient surgical procedure on (B)(6) 2016 where ECG electrodes were placed at various spots on my body for heart monitoring during the procedure. The procedure lasted less than 1 hour. After recovery and before being discharged home that same day, I removed the ECG electrodes which left redness at all the spots where they were placed. The redness increased in intensity, followed by small raised bumps and itchiness. The itchiness and bumps have dissipated, however there are still red marks over 2 weeks later at all the electrode locations. I am concerned about permanent scarring. I called the medical center where the procedure was conducted to find out about the product used. It was a cardinal health ECG electrode. I tried to contact cardinal health for further direction and to get information as to the adhesive used. No one was able to give me any additional information. I called 3 different numbers at the company. This is unacceptable.